Event description:
C-cc-bt - broken tubing it was reported that the device "tubing sheared right in the middle".

Event description:
It was reported that patient underwent a left total elbow revision in late 2007. Subsequently, patient was revised again in 2009, due to screws backing out and condyle dislocation. The ulna and condyle kit were removed and replaced.

Manufacturer narrative:
Customer report was confirmed. One flotrac kit open original packaging was received for examination. Kit was not used. Pressure tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.